Event description:
It was reported that a minimum fill notification occurred when the customer filled the cartridge. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit with blood glucose level of 700 mg/dl. The customer was treated with intravenous fluids of saline and insulin to address the bg. The customer was released on (B)(6) 2025 with the issue resolved and no permanent damage.